Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an attorney, who alleged that the client was injured when her rollator failed during use resulting in wounds and a broken nose. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.